Event description:
It was reported that the patient presented with atrial output programmed to 5 v at 0.4 ms. At the patient's last follow-up in 2008, atrial output was 2 v at 0.4 ms. Atrialcapconfirm was not programmed on. The atrial output was programmed lower.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.